Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn4110 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "attempted to insert dilator sheath, had nick skin 3 times, still unable to advance, noted fracture in the peel way sheath, second sheath dropped and noted it was bent at the tip, two clinicians attempted to insert unsuccessfully, dropped a 4fr dilator sheath and was able to advance without issues." It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the microintroducer was difficult to insert was confirmed but the cause is unknown. Four photographs of two damaged 3.5fr microez microintroducer/dilator/sheaths were returned for evaluation. The sheaths had not been split on either sample and the dilators were still found inlaid within the sheaths. The distal ends of the sheaths both contained deformation where the material appeared jagged and was slightly flared outward away from the dilator shaft. This damage can be indicative of a difficult placement. In addition to the damage on the distal end of the sheaths, one of the samples contained a bend in the introducer shaft. The sheath appeared to be buckled/ballooned in the bent region. It is likely that the difficult insertion contributed to the visible damage on the samples. However, it is not known if additional unknown factors contributed to this event. Microscopic observation, tactile evaluation, and dimensional analysis could not be conducted without the physical samples. Therefore, the exact root cause of the difficult insertion could not be determined. Possible contributing factors could include a steep insertion angle, advancement against resistance, a poor transition of the introducer sheath to the dilator, or damage to the sheath prior to use. Sheath damage can be minimized by simultaneously advancing the sheath and dilator as a single unit using a rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "attempted to insert dilator sheath, had nick skin 3 times, still unable to advance, noted fracture in the peel way sheath, second sheath dropped and noted it was bent at the tip, two clinicians attempted to insert unsuccessfully, dropped a 4fr dilator sheath and was able to advance without issues." It was reported this occurred with two devices. This report addresses the second device.